Event description:
It was reported to boston scientific corporation that a spyglass irrigation pump failed during an attempted use in 2008. According to the complainant, the pump was confirmed to be functional during the procedure prep. Reportedly, manual irrigation was performed without incidence. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provided either the lot number or the serial number of the unit; therefore, the device MFR date is unk. Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.